Event description:
The patient contacted animas on (B)(6) 2012 stating all of the keypad buttons had delayed responsiveness for three weeks. It was reported that the keypad was torn around the up and down arrow buttons and this was noticed three weeks ago. The pump, reportedly, was not exposed to water. The patient allegedly wore the pump attached to a belt and cleaned with a damp cloth. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be torn around the up/down arrow keypad buttons. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. The up arrow, down arrow and contrast keypad buttons were intermittently responsive. The ok keypad button was found to respond to button presses as expected. There was evidence of keypad contamination found under the key contacts. Unrelated to the complaint, evaluation revealed a dim/faded display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.